Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage from the primary piping. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the gas leakage from the primary piping occurred due to deformation of the k-connector unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.